Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00977. It was reported that x-rays showed that both leads migrated. Lead diagnostics also showed high impedances. An abbott representative attempted reprogramming to no avail. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored.